Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found all of the seal plugs to be in good condition. The ra, rv and lv ring seal plugs were removed and the retainer washers were found bent up. The setscrews were stripped. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a planned procedure to explant this device due to normal battery depletion, the right atrial (ra) lead and right ventricular (rv) lead set screws were found to be stuck. Further visual observation showed that the set screws had been stripped. The leads were reported to be damaged, induced from the procedure. The ra and rv leads were both capped. This device was explanted, as planned. A new device was implanted. No adverse patient effects were reported.